Manufacturer narrative:
Field service engineer (fse) confirmed the complaint and found the table was tripping the main table breaker, which, was found to be due to a damaged hand control. Fse replaced the damaged hand control assembly and completed system check using service checklist. Unit passed checkout procedures and was returned to service.

Event description:
Customer states the system failure occurred during an unknown patient procedure. They were unable to reboot and power anything up. No additional patient or procedural details are known. No patient injury.